Event description:
Customer reported leaking was noted at the connection of the 31202e extension set to the 20051e t connector. State the IV administration set up consists of a primary IV administration set is connected to a 31202e extension set which is then connected to the end of the 6 inch tubing on the 20051e t connector. It is at the 31202e and 20051e connection where the leaking occurs. For this specific event, reported that because of the leaking, the primary maintenance fluid was not infusing into the patient and the IV catheter was no longer patent. A new IV had to be started. No patient harm reported. No other event details available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Customer stated they are no longer using the 20051e and the issue has been resolved. Product was requested but has been discarded by the customer. A follow up report will be submitted if new information is obtained.